Event description:
Nurse noted bleeding under central venous line (cvl) dressing located in the right internal jugular. Catheter noted to have broken off from hub. Catheter still in pt. Pt turned head and coughed and catheter came out intact. Additional info received 04/23/2010: after the difficulty occurred, a peripheral line was placed rather than another central line. No permanent damage to the pt. Pt discharged (B)(6) 2010.

Manufacturer narrative:
(B)(4). Separation is not labeled in IFU. Unknown as lot is unknown. Event evaluation: still under investigation.